Manufacturer narrative:
Lot numbers were updated bi71000168 - lot number updated: rev. 2 : s/n (B)(6), bi71000444 - lot number updated: rev. 1 : s/n (B)(6) the collimator was tested and the bench test failed, as well as the homing and burn-in test failed. Confirming the collimator failure. (B01 ,c07,d02) the rotor control box was installed into the test system. The system booted and readied on each power cycle. Perform motion calibrations, passed. Motion travel on all axes was smooth and functional. Perform 2d and 3d images, both were successful. No problem found. (B01,c19,d14) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, lot #: unknown, UDI #: unknown, ubd: unknown. Product ID: bi71000444, lot #: unknown, UDI #: unknown, ubd: unknown. A medtronic representative visited the site to evaluate the equipment. The rep replaced the faulty collimator and replaced the rotor controller as a precaution, as well. The system was functioning properly and returned to service. No other products have been returned to medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the collimator only came in on one side. The surgeon was able to proceed with case. It was noted that there was a collimator error, and that this was a reoccurrence of a previously reported event. There was a reported delay to the procedure of 15 minutes. There was no reported patient impact.